Manufacturer narrative:
Insulin pump passed the displacement test and self test. No frozen screen noted during test and time clock advances properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had time clock anomaly and it goes to military time. Customer's blood glucose value was 129 mg/dl at the time of the incident. Customer stated the time gain was greater then 3 minutes within 10 days and also greater than 9 minutes within 30 days. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.